Event description:
On 5/10/95, a pt was discovered by nursing assistant with head between mattress and side rail and body and arms extended towards the floor. The lpn had to release the rails to get the resident out and CPR was started. "911" was called, homocide and coroner's opffice came out. Resident was pronounced dead by the coroner. Incident was ruled an accident and death by asphyxiation.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device use continued with restrictions/limitations. The device was not destroyed/disposed of.